Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The instrument was investigated on site. The root cause was determined to be a software design issue which prevented the customer from obtaining results after a run. To by-pass the software issue, the field application specialist instructed the customer on how to use the "import from file" function in the software. This allowed the customer to obtain results after the run. The software issue has been addressed and a new version of the software is scheduled for release. Device intended use: the applied biosystems 7500 fast dx real-time pcr instrument with the sds software version 1.4 is a real-time nucleic acid amplification and detection system that measures nucleic acid signals from reverse transcribed rna and converts them to comparative quantitative readouts using fluorescent detection of dual-labeled hydrolysis probes. The 7500 fast dx real-time pcr instrument is to be used only by technologists trained in laboratory techniques, procedures and on use of the analyzer.

Event description:
A customer reported poor data obtained from a run using the applied biosystems 7500 fast dx real-time pcr instrument (catalog no. 4407205 serial no. (B)(4)). Data was wavy and had large gaps in amplification plot. No pt involvement was reported. The company event tracking no: (B)(4).